Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the right ventricular and atrial lead. All other parameters were stable and the patient will continue to be monitored. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-08715.